Event description:
Patient had high bgs. Positive for ketones. Parents gave injections to reduce bgs. Family members took patient to ER for treatment. Family members believe pump is not functioning correctly. Pump being replaced by animas and will be evaluated on return to company.